Event description:
It was reported that during a ptci procedure, the stent was advanced through a jl4 catheter to a lesion in the lad. It was then noted that the distal end of the catheter was not moving with the proximal end upon manipulation and the stent system was retracted. It was noted that the hypotube of the catheter was separated about 6 inch proximal to the guide wire exit notch. The distal segment was snared and successfully removed from the pt. There was no pt injury reported.